Manufacturer narrative:
Device codes: 1158 labeled. Internal file number -(B)(4). Device code 3026 removed. Evaluation summary: all available information was investigated and the reported mechanical issue of unable to curve was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the mechanical issue of unable to curve the device. The poor image resolution was due to the patients anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other clip delivery system (90111u140) referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the irregular movement. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with mr grade of 4. Imaging was difficult due to the patients anatomy. The first clip delivery system (cds 90111u140) was advanced to the mitral valve. The m knob was applied, but there was no movement with the cds; therefore, the a/p knob was used to position the device and the clip was deployed. The second cds (90111u164) was advanced into the guide when it was noted that the first clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The m-knob was applied on the second cds, but was not bringing the clip to the valve; therefore, the a/p knob was used for positioning. After the second grasp, the clip was deployed. It was observed that the first clip completely detached from the posterior leaflet and embolized to the left atrium (la). A lasso snare catheter was used to capture the clip and retract it through the septum, but the clip became stuck in the right iliac vein. Surgery was performed in an attempt to remove the clip, but was unsuccessful. The embolized clip was left in the anatomy. Two clips were implanted, reducing the mr to 1-2. The patient was confirmed to be stable. After the procedure, the second cds was tested outside the anatomy. The m knob was showing upward movement and the p knob had downward movement. A clinically significant delay was noted due to the need for surgery. No additional information was provided.